Event description:
Information received from the field notes that the patient presented with shortness of breath and dizziness. Initial interrogation observed dashes (---) for the programmed para- meters. The device appeared to be sensing and pacing appro- priately, but measured data showed a high current drain of 74ua. Attempts to reprogram the rate and download the software were unsuccessful. Therefore, the device was replaced.